Manufacturer narrative:
Upon additional information, this investigation will be updated.

Event description:
Boston scientific received information that an alert was triggered due to out of range shocking impedances on this device. No adverse patient effects were reported. A follow up was scheduled. At this time a follow up has been performed and the system remains implanted with high trend impedance measurements.